Event description:
It was reported that the tip came off of the catheter when removing a thrombus in the iliac artery. The balloon was not inflated when this occurred and the tip was seen coiled and pulled straight.